Manufacturer narrative:
Additional concomitant medical products: wagner sl revision, screw for trial stem, l 225, item# 01.00109.805, lot# unknown. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-01182, 0009613350-2018-01183.

Event description:
It was reported that during a surgery two instruments were assembled and remained jammed together, but surgery was completed without difficulties. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Please refer to report .

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: jammed event description: it was reported that the surgeon had difficulties to insert the screw into the proximal trial component. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: - visual examination: the wagner sl revision, trial stem, proximal, l 225 shows some normal signs of usage. Further, no considerable deteriorations, deformations or imperfections can be seen. - functional test: a functional test was performed with an 3.5 mm hexagonal wrench and it was not possible to tighten the screw based on this functional test the reported event can be confirmed. Review of product documentation: - this device is intended for treatment. - inspection plan sap: - characteristic no. 05 feature diameter (6 +0.1/0) with scope of testing: aql 2.5. Means of inspection: 3d measuring machine root cause analysis: root cause determination using sap rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => not possible, as according to material compatibility specification sap 177309, 161959, 162050 the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the screw is stuck inside the proximal trial component. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the screw is stuck inside the proximal trial component. Maybe the screw was screwed in while being tilted. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the screw is stuck inside the proximal trial component. Maybe the screw was screwed in while being tilted. Conclusion: based on the returned product and the given information the complaint could be confirmed. The visual examination and the functional tests did confirm that proximal stem can no longer be used as the screw is stuck. However, in case of incorrect use e.g. By screwing in the screw at an angle, it is possible that the parts jam. Therefore, based on the given information and the results of the investigation, we assume the inappropriate alignment between the screw and the proximal trial component during assembly of the two parts as the most likely root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).